Manufacturer narrative:
(B)(4). Results of investigation: a vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the issue could not be duplicated. Ventilator operated to specifications.

Event description:
The customer reported that their vela ventilator intermittently will have a frozen screen. The customer reported that there was no patient involvement.